Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a very large leak spraying liquid from the left edge, as well as creating large droplets at the same time which indicated there were multiple cut or gouges at the leak location. Magnified inspection of the leak location identified the leak as two large edge gouges, and the manual add port had been used. If the two gouges had been present upon filling, the resulting leak would have been obvious upon filling. As manual additions to the tpn solution occur after bag filling; it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no.: (B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a hole on the left side seam of the bag. The hole was discovered after compounding; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The report no. 1419106-2016-00277 which was submitted on 07/21/2016 was a 30 days supplemental report and not a 5 days report.